Manufacturer narrative:
Based on the claim against the usm 3 by the customer noting repeated recoverable error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated the error. The usm was analyzed and found to have error 23008 occurring on the yaw searchlight sensor. During failure analysis, error 23008 was triggered on startup. The yaw searchlight was replaced with a golden unit and was able to start in normal mode. When returning to the original searchlight printed circuit assembly (pca), error 23008 was triggered once again. All remaining testing was passed with the golden yaw searchlight pca. The complaint regarding repeated recoverable error was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer informed the intuitive surgical inc. (Isi) technical support engineer (tse) that they had a repeated recoverable system fault during docking to the patient. The tse reviewed the system logs and found error 23008 for universal surgical manipulator (usm) 3 axis 1. The tse had the customer exercise axis 1 on the usm, but the issue persisted. The tse also had the customer hard power cycle the patient side cart (psc), but the issue remained. The customer only needed three usms for the case. The customer disabled the usm and replaced it with usm 4. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: all four usms on the psc were draped and the ports were placed when the malfunction occurred. The surgeon abandoned the defective usm, and the surgical procedure was completed with only three usms. There was no harm or injury to the patient.